Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) mid procedure to report that they were getting a fault pm message with the code 30900. The tse informed the customer that this was likely due to an engagement pin on the universal surgical manipulator (usm). Customer continued with the case and would continue to monitor the situation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce 30900 pm message. Fse verified that with adapter and instrument installed all pins correctly actuated to show presence of I&a. Fe, however found that patient side manipulator (psm) 3 emergency release required significant force to depress when instrument was installed. The fse replaced psm 3 due to this. Isi received the psm involved with this complaint and completed the evaluation. Fa confirmed via system logs recent errors of 30900 reported in the complaint. The fse also noted that the emergency preload release button required excessive force to depress. On the system, the fault was confirmed. The preload fault is likely related to the engagement fault. However, fa was not able to confirm nor replicate the 30900 errors. As a precaution, the sterile adapter (sa) pins, sa mount, and ssfm printed circuit assembly (pca) will be upgraded/replaced. As a fix, the emergency preload release button and the preload assembly will be replaced. Also, the unit passed servo test, preload motor health check, brake spec test, brake repeatability test, clutch button check, sa plunger check, sa engagement check, preload sensor check, instrument sensor check, instrument engage spline, sine cycle, belt slip check, smoothness test friction test, friction high-speed sweep, and backlash test. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: fse replaced the psm after the completion of the procedure due to the emergency release on the psm required significant force to depress when the instrument was installed. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.